Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and a micro-dislodgement may have occurred along with a micro-perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.